Event description:
After performing the zeroing procedure on the pic catheter sensor, when initiating the measurement of icp and ict values, the monitor would automatically shut down and restart. In order to exclude the possibility of a malfunction related to the monitor or the connecting cable, both components were replaced and the sensor was tested on four different monitors. However, in all 4 cases, after 45 to 60 seconds of measurement, the monitor repeatedly restarted. As it was not possible to maintain continuous monitoring, it became necessary to replace the sensor with a new one, which resolved the issue.